Event description:
It was reported that the inlay optima ureteral stent was ruptured upon opening of the package and the device was unusable. A new inlay optima stent was opened and also stated that an extra operation or drug therapy was included for this incident. Per follow up via ibc on 09sep2022, it was stated that there was no patient involvement. It was noted that a new device was replaced. Per sample received on 16nov2022, it was reported that the stent was returned with the pigtail broken off.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent and push catheter were returned without the original packaging. An evaluation was completed. A separation was present at the proximal end of the stent. The suture appeared to have been stretched and a separation was noted at the knot of the suture. The sample passed dimensional requirements; the outer diameter measured at 0.0799" and 0.0797" using a laser micrometer, the tip and tube inner diameter measured 0.043" and 0.050", respectively with the use of pin gauges. A 0.038" guidewire passed through both parts of the sample with no resistance. Though a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate packaging design". As not patient involvement was reported the device was not used, though is intended for treatment purposes. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlay optima ureteral stent was ruptured upon opening of the package and the device was unusable. A new inlay optima stent was opened and also stated that an extra operation or drug therapy was included for this incident. Per follow up via ibc on 09sep2022, it was stated that there was no patient involvement. It was noted that a new device was replaced. Per sample received on (B)(6) 2022, it was reported that the stent was returned with the pigtail broken off.